Event description:
Consumer states that her son's chair will go into drive lockout and they cannot turn it off. Consumer states that they were away from home and the chair went into drive lockout mode. Consumer states that her son can adjust the controller to get the chair moving again. Consumer states as long as they leave the joystick on they can avoid the problem but when they turn it off and then back on the drive lockout occurs.